Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, revision of glenosphere and tray poly to a hemi shoulder was done. As per the additional information it was confirmed that there was glenoid component loosening with 2 broken peripheral screws (unknown which). Therefore, tray and insert have no issue and the glenosphere is not in contact with the glenoid bone. Only the baseplate and the 4 screws are affected. No further information was provided.

Manufacturer narrative:
The reported event could be confirmed. Devices were not returned for investigation, but evidence was provided based on an x-ray and pictures which matches the alleged failure. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. From the provided pictures taken just after the devices explantation (soiled implants), we can observe that two peripheral screws of the four were broken and also the presence of soft tissues on the removed glenoid components. No additional information could be observed. Since data, pre-op x-ray and pictures of the extracted implants were provided, the opinion of a medical expert was sought and stated as follows there are no issues with the humeral components. Glenoid side, there is breakage of two screws, secondary to glenoid component loosening. The image reveals the large amount of glenoid bone loss. The bone loss is not due to infection, otherwise the humeral component would be affected as well. Patient related factors most likely to play an important role. There is insufficient information to rule out other factors. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on the investigation, a patient-related issue is the most likely cause of the observed event. To accurately determine the root cause of the complaint event, more detailed information about this adverse event is required. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, revision of glenosphere and tray poly to a hemi shoulder was done. As per the additional information it was confirmed that there was glenoid component loosening with 2 broken peripheral screws (unknown which). Therefore, tray and insert have no issue and the glenosphere is not in contact with the glenoid bone. Only the baseplate and the 4 screws are affected. No further information was provided.